Manufacturer narrative:
All of the buttons functioned properly however, found corroded keypad traces. No button error alarm noted. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at the display window corners and cracked lcd window. The insulin pump also was missing the end cap sticker and address serial label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 7 mmol/l at the time of the call. The customer stated that they had issues with their keypad after the alarm. The customer stated that the buttons do not respond. The customer did not return the product back for analysis.